Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The blood glucose reading at the time of the phone call was 160 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed button error. The customer stated that she believes the drastic change in temperature from california to kansas is what could have caused her blood glucose levels to drop. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. However, the insulin pump passed the basic occlusion, occlusion and prime tests.